Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On an unknown date, the patient experienced irritation, fibroma, inflammation, moisture, exudate, and hypergranulation at the insertion site. It was reported that the patient has been treated with several unspecified antibiotics for these issues with no improvement. On (B)(6) 2021, the patient was prescribed oral antibiotic, amoclane (amoxicillin + clavulanic acid) three times a day for seven days. On (B)(6) 2021, it was reported that the patient received a second round of unspecified antibiotic, in quick succession for stoma site inflammation. The patient is currently treating stoma site with topical antibiotic, terracortril ointment, and dressing changes twice daily with improvement.